Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-09194. It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus and rotawire were selected to treat the target lesion. During the procedure, it was noted that the burr became stuck on the rotawire and was unable to move. The devices were removed together from the patient and was replaced with a different device to complete the procedure. No patient complications were reported and the patient's condition is good.